Manufacturer narrative:
The info in this report was provided by stryker orthopaedics legal affairs. No add'l info is available at this time.

Event description:
It was reported through the attorney for the pt, as a result of a legal claim, that allegedly, "the pt received a trident ceramic on ceramic hip system." It was further alleged that, "the pt is experiencing 'vibration in his hip while walking, popping and squeaking, and pain in the hip.'"